Manufacturer narrative:
(B)(4). Date sent: 06/08/2021. D4: batch # u5e13u h6: component code = others (g07) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. In addition, a 29mm anvil was received along with the device. The returned anvil as well as an engineering cdh25p anvil were installed onto the trocar several times with no issue. The device could not be closed with the returned cdh29p anvil, which is the expected behavior. The device was reset, loaded with staples, and fired into a test skin with a cdh25p engineering anvil with no issues. It formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2023 medical records received. Please see attached.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2023. Medical records received. Please see attached.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Unkown. Did the patient receive any preoperative chemotherapy or radiation? Unkown. Were there any issues experienced with the device in the initial surgical procedure? No issues. What healthcare professional fired the device and what is his/her experience with the device? (B)(6) extremely familiar where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No issues. The device fired perfectly. What confirmation was received that the device completed the firing sequence? The illuminated green check mark was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full 360 degree rotations was the device rotated 90 degrees in both directions prior to removal to ensure the tissue was released? Yes. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were the donuts inspected? If so, please describe. Unknown. Were there any issues noted with staple formation? If so, please describe the shape and location. No issues with staple formation was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? There¿s no leak. How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? Patient is recovering. Patient received a colostomy bag. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection the device was successfully used to create the anastomosis but were unable to remove the device from the patient. The knob was turned full turns and still could not get the device out. The knob was turned another full turn with no change. The patient was already partially opened so the surgeon went in through that incision and cauterized around the anvil to remove the device from the patient. A result the patient was given a permanent colostomy bag.